Event description:
It was reported that this inflatable penile prosthesis was removed as the patient was no longer able to cycle and pump the device. A new inflatable penile prosthesis was implanted. No patient complications were reported.